Event description:
Pt receiving 5fu continuous @ 0-5 ml/hr to recieve 340 mg/day. Pt was connected in 2003 to run for six days. On day five cassette was empty. 5fu overinfused by 1 day. Md notified. New cassette will be attached. As per deltec representative it was suggested a cadd plus pump be sent. It was thus far there have been no further problems.